Manufacturer narrative:
A request for the return of the device has been made.

Event description:
Device shuts off after boot up. Information was not provided regarding whether or not the failure occurred during a patient infusion. Details were not available regarding additional contact information, patient demographics, medication involved, or pump programming. There have been no reports of any patient incident involving this pump since the last baxter service event.